Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This case is related to 3005168196-2013-00135, and 3005168196-2013-00136. Hospital discarded device.

Event description:
Imaging demonstrated a left internal carotid artery occlusion in patient. Patient was screened, consented and randomized into the (B)(4). Patient was randomized to the penumbra system arm of the trial. The physician made four passes with the 5max separator and catheter after which there was still evidence of persistent occlusion at the carotid terminus. One pass was then made with a solitaire device after which the physician noted some extravasation and made the decision to terminate the procedure. It was later determined that the patient suffered a subarachnoid hemorrhage that was determined to be of "possible" relationship to the penumbra system.